Manufacturer narrative:
Exact year of implantation is unknown; the device was implanted in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Implant date - 1990.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. The patient is scheduled for a revision surgery due to instability. No further information has been provided.

Manufacturer narrative:
Implant date - 1990.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. The patient is scheduled for a revision surgery due to instability. No further information has been provided.